Event description:
An endocatch model cd001 separated inside the abdominal cavity of the pt during a laparoscopic appendectomy. During the secondary survey of the abdomen. A small green portion of the endocatch was lying on the side of the abdominal wall. The small green portion was retrieved and no injury to pt was noted.